Event description:
It was reported by claimant's counsel that the patient underwent left tha on (B)(6) 2014, and was implanted with an lfit v40 femoral head and a secur fit advanced stem. Recently he felt something moving and presented with left hip discomfort. He was revised on (B)(6) 2023, and intraoperatively the surgeon noted "trunnion was visualized and was corroded and deformed".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.